Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted, for an unknown reason. The patient was doing well postoperatively.